Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of battery test failed alarm. The customer states replacing the battery after noticing one bar left on battery life, but then receiving the battery test failed alarm. The customer states they have been sent a replacement battery cap already. The customer's blood glucose at the time of incident was 107mg/dl. The customer was advised to discontinue use of the device and that it would have to be replaced. The device is being returned for analysis.

Manufacturer narrative:
The pump was received with currents within specification. No unexpected failed battery test alarm noted. The pump had minor scratches on the lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip.